Event description:
Non-specified repair request initiated for device. No patient impact was reported. Report escalated to complaint on evaluation due to the attachment's foot being cut and detached. On follow-up no patient impact was reported.

Manufacturer narrative:
Comments: report confirmed on evaluation the footed portion was cut by tool contact and detached. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."